Event description:
Per importer's MDR: it was reported that the cross brace on the manual wheelchair broke and as a result, the end user fell to the floor on his bottom. The end user is an amputee and further required the assistance of the fire department for assistance.